Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the screen has a lot of scratches and it doesn't help visibility for her. The caller believed blood glucose was around 130mg/dl at time of event but doesn¿t remember exact blood glucose. It was reported that screen was scratched and down arrow was erasing. It was reported that the down button was fading and there were scratches on the screen that are making it difficult for customer to read. The customer stated that she had a hard time reading the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.